Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that there was oversensing of noise leading to pacing inhibition, but no asystole on the right ventricular (rv) lead. The noise was able to be reproduced in the clinic. A revision procedure was performed where the lead was surgically abandoned and replaced. The rv lead was completely explanted approximately one year later during a different revision procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection found stretched conductor coils, cuts in the insulation and tissue on the lead in a few places. Resistance testing was completed to assess lead electrical performance and insulation integrity. Measurements throughout the test were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.